Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the proglide instructions for use (IFU) states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. It should also be noted that the IFU states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the continued deployment specifically contributed to the reported needle to cuff miss. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that venous closure of the right common femoral vein was attempted using a proglide device with an 8.5f sheath after an atrial fibrillation ablation interventional procedure. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, no bleed back was observed from the marker lumen. The proglide device was removed, successfully re-flushed outside the patient anatomy and re-inserted into the anatomy at a different angle; however, again no bleed back was observed. The device was advanced forward into the anatomy and deployed. When the suture was harvested, it was noted that the suture knot was unraveled and was at the guide junction. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.